Manufacturer narrative:
The investigation is ongoing.

Event description:
Customer was doing validation testing of aries sars-cov-2 eua assay with their own cdc eua testing and received a suspected false negative result with aries. Most samples were low level positives that were contact traced and found to be true positives, with the patient ultimately developing covid-19. This occurred during validation testing and no results were reported to a physician. There was no indication of consumable or device malfunction.